Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter that are cleared in the us. The pro code and 510 k number for the denali filter are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. Both the photos show the filter deployed with all its limbs present. What looks like blood and tissue is seen on the hook of the filter. No specific anomalies noted. Therefore, the investigation is inconclusive for the reported difficult to remove and malposition of device as no objective evidence was provided to confirm the issues. A definitive root cause for the malposition of device and difficult to remove could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method) h11: h6 (result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post an inferior vena cava filter placement, when retrieving a vena cava filter, the filter was allegedly difficult to hook. It was further reported that when checking the filter after retrieval, it was found that the hook was buried in a blood clot. Reportedly, it was advised to make the hook larger, as it would not be possible to retrieve it with the snare if it was buried. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the denali filter that are cleared in the us. The pro code and 510 k number for the denali filter are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one month post an inferior vena cava filter placement, when retrieving a vena cava filter, the filter was allegedly difficult to hook. It was further reported that when checking the filter after retrieval, it was found that the hook was buried in a blood clot. Reportedly, it was advised to make the hook larger, as it would not be possible to retrieve it with the snare if it was buried. There was no reported patient injury.